Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342. Batch no. 0301742. It was reported that there is a hole in the tubing and blood is leaking out. Staff have noticed some manufacturing issues with some of our winged push button 23 gauge devices. They have a hole in the tubing on the cannula end that would be attached to the collection hub. When they are collecting, blood is leaking out."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301742. It was reported that there is a hole in the tubing and blood is leaking out. Staff have noticed some manufacturing issues with some of our winged push button 23 gauge devices. They have a hole in the tubing on the cannula end that would be attached to the collection hub. When they are collecting, blood is leaking out."